Event description:
It was reported the pt experienced auto-reduction and currently does not have stimulation. Diagnostic revealed two invalid lead contacts. The sjm rep was able to provide stimulation through reprogramming, however, the pt stated it was not as 'good'. F/u identified the issue re-occurred resulting in loss of stimulation. The pt requested to have his system replaced.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.